Manufacturer narrative:
The customer ran precision studies and stated that these did not pass. The field service engineer could not determine a cause. All rinse nozzles on the rinse mechanism were cleaned. All electrodes were cleaned and re-seated. The probes were cleaned and adjusted. The customer ran precision studies and controls; all results were within acceptable limits.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The affected samples initially resulted in critical values and when repeated, the values were normal. Repeat values were deemed correct. For at least one patient sample, an initial value was reported outside of the laboratory to a physician who questioned the value. The result was normal upon repeat. An example was provided of a sample that initially resulted in a na value of 151 mmol/l and repeated as 138 mmol/l. For the example provided, it is not known if any incorrect results were reported outside of the laboratory. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.